Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified forearm vein. A 6.00mm/2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was reported that the balloon ruptured at 3atm. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications and the patient's condition was good post procedure.